Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 19 states, "postoperative bone fracture and pain." Product location unknown.

Event description:
Patient underwent a left hip revision approximately 18 years post implantation due to groin pain. The cup, head and liner were removed and replaced. It was noted that the acetabular component was well fixed but there was bone loss behind it.